Event description:
During routine testing of the device at the service center, the service technician reported that the inner cable was rounded off at the motor end. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.